Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6), 2019, the lead was capped due to high out of range pacing impedance and increased pacing thresholds. The patient was stable.